Manufacturer narrative:
The returned asset / loaner was evaluated and found the main connector unit pins were defective and damaged. Additionally, there was minor cosmetic wear noted on the external housing. The unit was repaired to standard specifications and returned to asset inventory. A review of the unit's repair history shows the unit was last repaired (upgraded main switch) on (B)(6) 2020. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
At the beginning of a therapeutic laparoscopic cholecystectomy procedure, prior to plugging in the camera the customer was getting color bars on the asset/loaner visera elite video system. Multiple video scopes and a camera head were plugged in but there was no image. The patient was under anesthesia for approximately 15 minutes. The intended procedure was completed using a replacement unit. No other devices were involved in the event. No patient injury was reported. Additionally, the unit, cables, connections and settings were inspected and no abnormalities were noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device has been in operation for more than eight years since it was manufactured and delivered, and it is assumed that the pin of the video connector receiver has deteriorated due to repeated use over a long period of time. It is also possible that the connector pins have been damaged due to strong force used for insertion and removal of the scope by the user. A damaged connector or pins would prevent a proper connection, resulting in poor image output. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instruction manual for otv-s190 (precautions of installation and connection 3.1) states "never apply excessive force to connectors. This could damage the connectors."